Event description:
A surgeon was using a laparoscopic hook electrode during a laparoscopic cholecystectomy procedure. When electrical current was activated, the surgeon sustained a minor skin burn to his right index finger. No treatment was necessary. Facility contact indicated the hook electrode had insulation slightly pulled away at the proximal end of the shaft.